Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2018 with the following findings: the keypad was completely detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad has been completely removed from the pump. This report is made based on results of investigation completed on 07/11/2018.